Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels ranging from 20 mg/dl to 600 mg/dl; cause was unknown. Customer was hospitalized due to the issue and was treated with fluids. Reportedly, the customer declined further assistance from tandem technical support regarding the hospitalization. No additional patient or event information was available.